Event description:
It was reported that the patient with this pacemaker system exhibited slow atrial flutter that resulted in false positive pacemaker mediated tachycardia (PMT) episodes. The health care professional (HCP) called Technical Services (TS) for programming assistance and consult review of the presenting electrogram (EGM). The HCP also reported in a recent PMT episode there was right ventricular (RV) lead loss of capture (LOC). The suspected cause to be due to device delivered a ventricular pace stimulus with the safety pacing delivered. TS reviewed provided data and discussed programming optimization options with the HCP. It was noted that the HCP reprogrammed device settings and will continue with monitoring. No additional adverse patient effects were reported. This pacemaker and RV lead remain in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.